Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The company service representative discovered that the customer did not have the system and consumables set up correctly. The company sales manager instructed the staff on the correct set up, and the case was completed as planned. The system performed as intended. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the intraocular pressure (iop) was unable to be maintained when the vitreous cutter was activated during a surgical procedure. Additional information has been received stating the issue was corrected with telephone support from technical services. The system and consumables were set up incorrectly. The issue was corrected. They were able to complete the case with no harm to the patient.